Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12143. It was reported the pt feels warmth while charging, but not enough to cause discomfort or alarm. It was also reported the pt experiences soreness and dull ache immediately after charging. The soreness resolves about a day after he finishes charging. However, the soreness reoccurs after the next charging session. On (B)(6) 2012, st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issues to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers :1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.